Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image issue was due to a corroded scope socket. However, the specific cause of the corroded scope socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was no image from exera iii scopes due to corroded/dirty pins in scope socket. The top cover was corroded/peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii xenon light source connector was broken and could not recognize the endoscopes. The event occurred during preparation for use. There was no report of patient harm.